Manufacturer narrative:
Additional, changed, and/or corrected data: d3 h6. Visual analysis of the photographs identified: rupture and use error: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported right side rupture. Healthcare professional additionally reported ¿damage caused by explant surgery" that "suctioned gel material into syringes". The device has been explanted.

Event description:
Healthcare provider reported, right side rupture. Healthcare professional, additionally reported, ¿damage caused by explant surgery". That "suctioned gel material into syringes". The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & use error.